Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed gas loss alarm. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10. Getinge field service engineer (fse) unable to duplicate reported gas loss failure. Unit passes all functional checks and safety tests. Unit due for pm. Replaced expired nvram. Fse replaced expired 9v battery. Performed complete pm with full calibration, functional testing, and safety check to factory specifications. Unit passes all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.